Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was then reported that following a purge cassette exchange during impella 5.0 support, an aic failed to recognize the newly installed cassette. A second cassette was placed in an attempt to troubleshoot the issue but the failure remained. The aic was subsequently swapped to resolve the failure.

Manufacturer narrative:
D2 revised common device name since the initial manufacturer device report number was submitted in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H5 was erroneously selected on the initial manufacturer device report number. H6 medical device problem code 2900 and component code 925 was erroneously entered on the initial manufacturer device report number. H6 investigation conclusions code 11 was erroneously selected on the initial manufacturer device report number. H8 was erroneously selected on the initial manufacturer device report number.